Event description:
Customer reported her blood glucose was high it was reading over 490 mg/dl when the device was showing she was 393 mg/dl. Customer stated she will call back to troubleshoot. Customer stated she noted the tubing had scuff mark if that may have caused the insulin not to deliver. Customer stated she was going to try to bolus and will back later. No further information reported

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.